Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she was in (B)(6) and the device was exposed to moisture. Blood glucose value is 146 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had no escape and act button response due to corroded keypad traces. No button error or other alarms were noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked display window at the bottom right side corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.